Manufacturer narrative:
(B)(4). Additional information has been requested however, not received. If further details are received at a later date a supplemental medwatch will be sent what was the date of the reaction, day post op? What other medical and or surgical intervention was provided to address the issue? Please describe how was the adhesive was applied. What prep was used prior to, during or after dermabond advanced use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: ID, age or date of birth; bmi has the patient previously been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond skin adhesive used on the patient in a previous surgery or wound closure? Do you have the lot number used? Current patient status. Is there a photo available of the patient¿s reaction? No product is available for return.

Event description:
It was reported a patient underwent a laparoscopic hysterectomy on (B)(6) 2021 and topical skin adhesive was used. Four weeks post op, the patient presented with blistering where the product had been applied. She had placed band-aids on each site of application. 24-48 hours later she went to urgent care as the blistering had worsened. She was given antibiotics for treatment. Additional information has been requested.